Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The lot information was not provided, and the manufacture date could not be identified since the subject device was not returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the detachment of the balloon which was retrieved from the patient may have occurred due to the balloons may have not deflated completely when the endoscope was withdrawn from the patient. However, the subject device was not returned and a specific root cause of the suggested event could not be determined. The event can be prevented by following the instructions for use which state: "never tie both ends of the balloon with sterile cotton thread. This may cause the balloon to rupture or come off the distal end of the endoscope when over-inflated. This can result in patient injury." "Always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury." "Deflate the balloon before withdrawing the endoscope from the patient. Withdrawing the endoscope while the balloon is inflated could result in patient injury." "Never inflate the balloon to a diameter of more than 20 mm when using the endoscope in the trachea. This could result in suffocation of the patient." "Deflate the balloon and keep the endoscopic ultrasound center in the freeze mode, except during ultrasound observation." "If the balloon does not deflate even when the extension tube is removed from the endoscope, insert the channel cleaning brush (bw-7b) into the irrigation port to remove debris. The balloon will be automatically deflated." Olympus will continue to monitor field performance for this device.

Event description:
The user confirmed no the balloon itself is not lubricated. The scope is lubricated though. The balloon was attached using a balloon applicator. It was reported the malfunction usually occurs when balloon is inflated, and then deflated. The user inspect the endoscope when attaching the balloon to it. The user has used bf-uci190f before. The customer clarified that they mainly spoke with the olympus representative about how mucus and blood becomes trapped at the lip of the balloon and often obscures vision, sometimes necessitating for them to take out the scope and resume the procedure. Other related patient identifiers: (B)(6).

Event description:
The customer reported that the balloon does not seem to have as "snug" a fit onto the evis eus ultrasound bronchofibervideoscope (bf-uc190f) as it does on the evis exera ii ultrasonic bronchofibervideoscope (bf-uc180f) so much so that in some instances, the balloon slipped off the distal end of the scope at withdrawal and had to be retrieved from the patient. In some instances where the balloon is deemed not for purpose due to fit, the medical staff have made a call to remove the balloon altogether and use the close contact method instead. Olympus further received information from the customer who clarified that the incident where the balloon fell off and was retrieved only happened once. The customer also explained that the balloon does not seem to have as snug fit on the bf-uc190f scope almost every time and that the main issue is when blood or mucus is trapped at the lip of the balloon and creates a red film over the image. There was no further harm or user injury reported due to the event. This MDR is being submitted for the reportable malfunction and serious injury from the balloon slipping off the distal end of the scope and having to be retrieved from the patient. The related patient identifier (B)(6) reports the evis eus ultrasound bronchofibervideoscope.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.